Event description:
It was reported that customer experienced intermittent malfunction alarms. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a correction bolus via the pump. The customer reverted to an alternate method of insulin therapy.